Event description:
The customer reported errors followed by a system lock up. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 2 workstation cables were evaluated and replaced. The system was tested and found to be working as intended and returned to service.